Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a watchdog timeout alarm. The customer's blood glucose was 55 mg/dl at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit seated at the beginning of displacement test without reservoir due to moisture damage on faulty sensor resistor. Unable to confirm prime/fill anomaly due to to seating anomaly. Pump passed self test and unit seated at the beginning of displacement test without reservoir due to moisture damage on faulty sensor resistor. Unable to confirm prime/fill anomaly due to to seating anomaly. Pump passed self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. No alarm noted during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No hot battery or hot pump noted during testing. No burn damage noted on electronics assembly. Error test. Pump passed all operating currents tested within the spec range and passed off no power test. No alarm noted during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No hot battery or hot pump noted during testing. No burn damage noted on electronics assembly.